Manufacturer narrative:
Device is a combination product. The device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 26x3.5mm, eccentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.5x15 maverick balloon catheter. A 3.50x28mm promus element¿ plus drug-eluting stent was deployed in the lesion. Following stent deployment, a vessel dissection was noticed at the distal portion of the stent. To cover the dissection, a 3.5x16mm promus element plus stent was implanted. No patient complications were reported and the patient's status was stable and was responding well to medicines.